Event description:
The customer reported that the ECG did not give any alarm and it was not able to take 12-lead.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Report institution phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The rse and the clinical application specialist (cas) reviewed the logs together and the cas determined that this most likely is related to a new lead setup, when lead v5 (cb) was disconnected. Most likely initiated by user, however this cannot be confirmed at this stage. Another possible cause could be that the customer used a faulty ECG cable. The reported problem was not confirmed. It is unknown if the device malfunctioned. No further action is necessary at this time. Report institution phone number: (B)(6) reporter phone number: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 indicating that the EKG gave no alarms and could not take 12 leads. The device was in clinical use. There was no patient or user harm or injury reported.